Event description:
Nurse started dopamine infusion for teratinine level. Ivac set primed and placed in pump set at 1 cc hr. Upon starting pump, nurse noted rapid dripping of dopamine from bag (20 cc infused). Pump and set checked, restarted and same thing occurred. Tubing changed and sent to personnel in dispatch.